Event description:
The lead was implanted on (B)(6) 2011. It has been reported that lv lead has hiqh thresholds. No physician or hospital known. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).